Manufacturer narrative:
The device's system board only was returned for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues. The system board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the failure was a defective component (u7) on the system board.